Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6. Reason for reoperation: valve leak and/or damage.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "hole in valve", and "hole on valve side." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.6. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation and valve leak and/or damage: observed an opening on the valve bond edge assessed as unidentified (tear) opening (no shell thickness due to opening is under plug strap). As per the investigation procedures creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported left side deflation. Healthcare professional later reported "hole in valve", and "hole on valve side." Device has been explanted.